Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil had offset winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds. If the introducer sheath is not properly aligned inside the hub of the microcatheter, damage such as this may occur. Further advancement of the returned device after the offset coil winds are present, may result in resistance. The offset coil winds likely contributed to the reported resistance. The non-penumbra microcatheter referred to in the complaint description was not returned for evaluation. Penumbra coils are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils). During the procedure, the physician placed a smart coil in the target vessel using non-penumbra microcatheter. While attempting to insert a new smart coil into the microcatheter, the physician experienced resistance; therefore, it was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.